Manufacturer narrative:
The customer reports observation of an elevated result for a female patient with the advia centaur xpt thcg lot 359. The initial result was reported to the physician(s) who questioned the result. The interpretation of results section of the advia centaur total hcg (thcg) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer reports observation of an elevated result for a female patient with the advia centaur xpt thcg lot 359. The initial result was reported to the physician(s) who questioned the result. The redrawn sample was repeated on the same analyzer; the sample recovered less than the analytical measurement range vs. The initial result. The repeat result was reported to the physician(s) as a correct result. A corrected report was issued based on the repeat testing. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
MDR was initially filed on 07-sep-2024. Additional information (15-oct-2024): siemens healthcare diagnostics has concluded the investigation of the event. The customer obtained an elevated result for a female patient with the advia centaur xpt total hcg (thcg) assay with reagent lot 359. On (B)(6) 2024, the sample initially resulted 106 miu/ml which was questioned by the physician. The patient was redrawn on (B)(6) 2024, and the thcg result was <1.00 miu/ml. The lower value was accepted as being correct and the initial result was seen as being discordant. Bio-rad immunoassay plus qc lot 40440 recovered within acceptable ranges on both days of testing. No issues were reported with other patient samples tested on the day the discordant result was obtained. Siemens provided instrument service and there is no report of discordance post service. Based on the available information, the cause of the discordant result is inconclusive and considered an isolated patient specific event. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.